Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and patient was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.